Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jul2020.

Event description:
The customer reported vent shutdown. It is unknown if the device had a patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4:12feb2021; b4:15feb2021. The bio-med confirmed the correct reported issue is more than half of the exhaled volume is lost. The bio-med indicated the problem observed is in hardware menu exhalation flow is 1/2 (half) or less from air flow. In volume control (vc) mode exhaled volume is a fraction of set volume. Bio-med verified no leak in exhalation path. Verified exhalation flow sensor is seated securely. The bio-med indicated unit needs exhalation flow sensor replaced and missing oxygen (o2) sensor kit. The bio-med installed exhalation flow sensor. Installed new o2 sensor kit. Verified in-hardware tab that air flow and exhalation flow are the same. Verified in vc mode tidal volume (vt) measured is close to set volume. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12feb2021. B4:04mar2021. H11:g5:k102985. Additional information was received indicating that there was no patient involvement at the time of the reported failure. The issue was identified during performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.